Event description:
Novasure device was placed per usual routine, and measurements were entered into the machine as obtained by the physician. The device was tested per protocol and therapy was initiated - therapy only ran for 50 seconds. The machine automatically shut off and the vacuum light lit up. (It usually runs 1-2 minutes, then shuts off.) Exam with hysteroscope determined that the device had not sufficiently ablated the endometrium. Another device was opened and the procedure was repeated without incident. Upon hysteroscopic exam the endometrium was ablated satisfactorily. No patient harm from the malfunction.